Event description:
Preparing to do a pre-use check the ventilator was in standby and the o2 gas module smelled smoky. No patient involvement or injury occurred. There where no alarms. The unit's gas module was replaced and returned to service after testing within MFR's specs. This report is the result of service report screening.